Event description:
During a falloposcopy procedure, the coaxess (tm) catheter perforated the uterus, approx 0.5 to 1cm away from the tubal ostium. No med intervention was required. The event was followed by a prescheduled hysterectomy. This is an anticipated adverse event as stated in product labeling. Adverse event is marked "other" because it is unk whether or not this event may result in permanent impairment of body function or permanent damage to body structure.